Event description:
It was reported that after discharge from the emergency department, the patient reconnected the ilet and experienced a low blood glucose of 64 mg/dl, treated with oral glucose, with no reported symptoms; the scenario was considered possibly related to residual rapid-acting insulin administered in the emergency setting prior to pump reconnection, and the device problem and component were not specified. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no investigative findings were available and that available information was insufficient to determine a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.